Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were requested for return. The meter was provided for investigation where it was tested using retention strips and a high level control. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr, qc 2: 5.1 inr, qc 3: 5.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant back to back inr results with coaguchek xs meter serial number (B)(4). The initial result from the meter was >8.0 inr. The customer tested again within 15 minutes the result was 4.6 inr. The customer tested one more time from a new vial of the same strip lot and the result was 4.7 inr. This test was within 1 hour of the initial test. Customer used a new finger for each test. The customer's therapeutic range is 1.5-2.5 inr.